Event description:
It was reported that 10 to 12 hours after pt intubation, the endotracheal tubes cuff would not stay inflated. The pt was reintubated without incident or change in therapy. A leak in the pilot balloon valve was observed. The tube was disposed of.